Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not charging and led to an unexpected shutdown. Additionally, it was reported that the insulin gauge was inaccurate. It was also reported that resistance was experienced during the fill process and that the cartridge was leaking. Customer's blood glucose level ranged between 100-170 mg/dl. A cartridge change was performed resolving the issue and insulin delivery was successfully resumed.